Event description:
It was reported that this artificial urinary sphincter (aus) is not working properly as the pump is too hard. A cystoscopy will be performed, and a revision surgery was scheduled. There were no patient complications reported.